Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibiting high out-of-range pace impedance measurements and increased pacing thresholds shortly after implant. The field representative noted the physician had to remove and re-insert the lead during implant as the shock impedance was not within normal limits though the issue resolved after reconnection. Variability in impedance measurements was also observed between the device and psa at implant. Boston scientific technical services (ts) discussed possible causes and recommended additional testing. No instances of noise or loss of capture were reported. Fluoroscopy was later performed confirming inadequate connection of the lead to the device header. A revision procedure was performed at which time the lead was easily removed from the port with light traction. Pacing system analyzer (psa) testing confirmed all lead measurements were within normal limits. The lead was then reconnected to the device and confirmed secured after which the device pocket was closed. No additional adverse patient effects were reported. This system remains in service.

Event description:
Additional information was later received indicating high out-of-range rv shock and right atrial (ra) lead pace impedances were observed. An exploratory procedure was performed at which time the leads were tested via psa. Ra lead measurements were confirmed out-of-range with the physician commenting that the patient's scared atrium may have played a part; rv lead measurements were found to be normal. The rv lead was carefully reconnected to the device and measurements confirmed stable. The procedure was completed and the device reprogrammed to vvi mode. No adverse patient effects were reported. This system remains in service.